Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a wear abrasion, a crease fold, white particles inside the device, brown particles in the fill channel. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a crease smooth opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.